Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, the pt had an embolization procedure to treat a type ii endoleak. The physician is monitoring the pt. No more info is available.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further info will be provided. On (B)(6) 2009, pre-implant images showed that the aortic diameter range was from 27.4mm to 32.5mm. The proximal aortic neck length appeared to be approximately 5.6mm by centerline reconstruction. Maximum aneurismal diameters appeared to be 44.7mm x 54.0mm. Also, according to the imaging evaluation, thrombus presented in the proximal neck and the aortic angle was about 70 degrees. The follow-up images on (B)(6) 2012, showed that the proximal end of the implanted trunk appeared to be just distal to the left renal artery. Unk embolization material appeared within the middle to distal portion of the aneurismal sac. Maximum aneurismal diameters appeared to be 46.5mm x 56.7mm. The proximal end of the trunk did not touch the wall of the aorta. No contrast noticeable outside implanted devices, although this could not be confirmed- only delayed image set available. The pt had an embolization procedure to fix a type ii endoleak. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.